Event description:
The manufacturer received information alleging that the filters are turning black. The user complains of swelling eyes, fungus growth in left ears, skin irritation and gilbert disease. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This MDR is ia duplicate of MDR 2518422-2022-12527 and was filed on (B)(6) 2022. All reporting for this issue will be reported under MDR 2518422-2022-12527. MDR 2518422-2022-19155 was filed as a duplicate on (B)(6) 2022. No follow up report will be filed for MDR.